Event description:
Hematoma reported.

Manufacturer narrative:
Device was examined with functional checks according to defined test procedures in the service guidelines. All results showed that the device was found to be within specifications. It was verified that the customer is in possession of the current operating manual. The manual for the device lists all warnings and cautionary statements regarding how to treat kidney stones. Due to the amount of time that has passed, the recovery of the pt could not be determined.